Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be return.

Event description:
During t2 recon nail surgery, the cannulated drill impinged on the nail when the surgeon was drilling to the proximal holes. The surgeon changed to the solid drill and the drilling was completed finally. There was 5 minutes delay in the surgery.